Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient experienced acute symptoms including pallor, dizziness, vomiting, body aches, increased urination, and excessive thirst. At the time, the patient¿s tandem insulin pump displayed a reading of 100 mg/dl, while a separate bg meter indicated a ¿high¿ reading. Emergency medical services (ems) were contacted immediately. Upon ems arrival, the patient¿s bg meter registered a value of 600 mg/dl. The patient was administered IV saline and transported to the emergency room (ER). Bg and cgm readings at the ER could not be recalled. Treatment in the ER included IV insulin and pain management. The patient was admitted to the intensive care unit (ICU), where she received further treatment including potassium, phosphorus, and zofran. After a five-day hospitalization, the patient was discharged in stable condition and was reported to be ¿fine¿ at the time of documentation. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.